Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
On (B)(6) the customer reached out to express her dissatisfaction with her aligner treatment. She feels that her upper and lower canines hit her upper canines. She saw her dentist and they said it is causing wear on her lower anterior teeth, and she may need full veneers to fix the issue and protect her teeth. In the video she sent it looks like it's the pre-molars that hit each other, but I am asking customer to verify which exact teeth she is referring to.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.